Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the issue related to the cracked oscillation head was a design issue, which has been escalated to a CAPA. The issue related to the trigger was due to normal wear. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillation head/saw head locking mechanism of the battery oscillator device was cracked. It was determined that the trigger was not moving smoothly, and the power was insufficient/low. It was observed that the device had component damage. It was further determined that the device failed pretest for general condition, check saw blade coupling, trigger test functional test, check trigger and ecu (electric control unit) function and check oscillation frequency. It was noted in the service order that the saw adapter broke during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.